Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 12:55 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. At the same time, a sample was collected from the patient and then tested in the laboratory using the dade innovin method, resulting with a value of 6.0 inr. The patient's warfarin dose was decreased based on the meter result since the laboratory value was not known until (B)(6) 2019. The nurse confirmed that the patient's warfarin medication would have been decreased based on the laboratory result as well. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice per week. The patient has a history of anemia and has a hematocrit of 30.7 %. The patient does not have antiphospholipid antibodies. The patient was on lovenox on the day of the event. The patient did not take any direct thrombin inhibitors at the time of the event. The patient is taking an antibiotic due to pneumonia. The patient did not have any changes in diet and did not have a special or unusual diet. The patient did not have signs of bleeding or bruising. The reporter's product was requested for investigation and replacement product was sent to the reporter. The meter and remaining test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, low molecular weight heparins can influence the results. Low molecular weight heparins have been tested up to 2 iu anti-factor xa activity/ml with no significant effect on test results. The patient was previously taking eliquis before the switch to warfarin. No time frame was given for when the use of eliquis was discontinued prior to the beginning of warfarin treatment. Per product labeling, the system should not be used for patients being treated with any direct thrombin inhibitors. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr).